Manufacturer narrative:
(B)(4). Thv/tvt registry. Investigation is ongoing.

Event description:
During a left subclavian tavr procedure in the aortic position, during valve deployment, the physician had difficulty pulling the pusher back and the balloon did not inflate.  The team had difficulty removing the delivery system/valve from the vasculature, therefore the valve was deployed in the ascending aorta.  A second 26mm sapien 3 valve was then able to be successfully deployed in the annulus.  Initially the 26mm sapien 3 valve was positioned in the native aortic annulus in the normal fashion, but the physician had difficulty pulling the pusher back.  During deployment the balloon did not inflate. No resistance was felt.  When the pulling back on the atrion syringe, it filled with blood indicating that there was a hole/problem with the balloon.  The sapien 3 valve was pulled back into the ascending aorta. After discussion, it was decided to fill the atrion with ¿flush¿ and attempt to inflate again (same balloon).  The valve was now in the ascending aorta/sinotubular junction (stj) and after a rapid push with flush, the distal end of the valve inflated approximate ¿1/2 right¿, flaring the distal end of the valve but not the proximal end.  At that point there was no way to remove the delivery system because the proximal end of the valve had not been dilated.  It was then decided to advance the pusher over the proximal end of the balloon.  The valve was pulled back to the ostium of the left subclavian/aorta and after another another inflation attempt, they were able to inflate the proximal part of the s3 valve enough to pull the delivery system through and out of the esheath. The physician advanced and 8x40mm peripheral mustang balloon into the proximal portion of the sapien valve and attempted to inflate it while pushing forward, to release the valve from the ostium portion of the subclavian, but was unsuccessful.  Next, access was obtained from right subclavian artery and a 0.035 wire was advanced into the ascending aorta and across the stenotic aortic valve and then an abbott agilis deflectable catheter was advanced over the wire and was attempted to release the s3 valve from the left subclavian ostium, unsuccessfully. A 14fr esheath was then placed in the right subclavian artery and another 26mm commander /s3 valve was delivered through the right subclavian artery successfully and the valve was placed 80:20 aortic/ventricular with zero perivalvular leak and no central leak. A 26 true balloon was then advanced through the left subclavian esheath and inflated to release the first s3 26mm valve into the ascending aorta.  Vascular surgery was called and ultimately placed a gore tag thoracic endoprosthesis (37mmx10cm) stent within the s3 valve in the ascending aorta successfully, but there was a noticeable stenosis in the right innominate artery.  A palmaz stent (10x29mm) was placed successfully in the innominate artery per chimney fashion.  Post angiogram/echo revealed excellent s3 results with full flow to the right subclavian and innominate artery.  Both subclavian arteries were closed with proglides successfully. The patient was transferred to the pacu for ultimate extubation in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation.  During preliminary engineering evaluation visual inspection was performed.  The delivery system was returned unlocked with half of the fine adjust (fa) used, half flex, with the full loader assembly over the flex shaft.  The crimp balloon was torn and the balloon legs were flared out.  The inflation balloon material was pulled distally and was observed to bunching over the nose cone.  The bond between the guidewire shaft the nose tip seemed stretched.  The distal balloon shoulder was observed to be flared out.  No resistance was observed when advancing and pulling back on the balloon shaft.  Flex tip gouges were observed.  Fa functioned as intended, able to use full flex.  The spring was observed to be stretched out.  Investigation is ongoing.

Manufacturer narrative:
During final engineering evaluation visual, functional and dimensional analysis was performed. Visual analysis revealed the crimp balloon was torn proximal to its bond to the inflation balloon and the wings of the inflation balloon bent back. The distal balloon was wrinkled, flared out, and bunched over the nose tip. Gouges were present on the flex tip. During functional testing, the balloon shaft was able to be pulled to valve alignment position and locked. The fine adjust knob was rotate to its full travel. The balloon shaft was then unlocked and the flex shaft was able to be retracted with no abnormalities or high forces observed. Therefore, the complaint for delivery system balloon shaft resistance with flex shaft was unable to be confirmed. The complaints for balloon torn and delivery system withdrawal difficulty were confirmed visually and no functional testing was required. During dimensional testing, double wall thickness measurements were taken on the crimp balloon along the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. The measurements met the double wall thickness specification. During the manufacturing process, the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) were visually inspected and tested several times for the following: general specifications for the s3 balloons, crimp balloon molding process, crimp balloon to inflation balloon laser bond, balloon catheter laser bond prep, balloon pleat/fold/forming, final inspection and flex catheter and balloon catheter leak testing. Additionally, the work order underwent product verification testing as a requirement for lot release. No failures occurred during product verification testing and the lot was released. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of history for lot revealed no additional similar complaints. A review of complaint history from june 2017 to may 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints with returned devices. No manufacturing non-conformances that would have contributed to the complaint were identified. A review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the applicable trend categories. The commander delivery system instructions for use, the device preparation manual and the physician training manual were reviewed for guidance related to the reported events. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for balloon torn was confirmed based upon visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing non-conformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and previously documented in a product risk assessment (pra), as per management discretion. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. It should be noted that gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint for delivery system withdrawal difficulty was confirmed based upon visual inspection of the returned devices. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. It is possible that difficulty was encountered with removing the delivery system through the partially deployed valve. Since only the distal end of the valve expanded per the complaint description, the delivery system would have encountered resistance when the distal balloon was pulled into the proximal (unexpanded) portion of the valve. The complaint for delivery system balloon shaft resistance with flex shaft was unable to be confirmed. Functional testing of the returned device found no abnormalities with movement of the balloon shaft. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A root cause is unable to be determined. It is possible that due to vessel tortuosity, inhibitory calcification, or tension in the delivery system, increased force would have been required to pull back the flex shaft. As a result, the root cause for the reported complaint events can likely be attributed to patient and/or procedural factors. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the complaint events. Since the trend categories do not exceed control limits, no corrective or preventive action is required at this time.